Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported by the patient¿s mother that the cannula became dislodged from the infusion site after approximately 4-24 hours of pod wear. The mother stated that the cannula appeared to have been properly inserted into the skin upon initial pod application; however, it was later observed to have moved or dislodged. The pod was noted to be moist near the cannula, suggesting a potential insulin leak. This issue led to an increase in the patient¿s blood glucose levels to 19 mmol/l (342 mg/dl), and the patient developed stomach pain. The patient managed the elevated blood glucose with a manual insulin injection and subsequently applied a new pod. No medical intervention was reported.